Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The patient had the myocardial infarction event at home and was taken to the emergency room where the patient died. The cause of death was reported to be a myocardial infarction. The patient was not connected to the homechoice at the time of the myocardial event or at the time of death. It was unknown if an autopsy was performed or if a death certificate is available. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related or iipv events that would cause or contribute to the reported problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems related to the reported event. The homechoice device received a returned instrument testing evaluation (rite). The device was determined to meet electrical performance specification requirements per rite testing; however, failed the functional testing. The rite functional test failure is not related to the reported event. The product analysis lab analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue of the patient passing away. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.